Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that fenestrated bipolar forceps instrument stopped working during procedure, customer checked and replaced as the wire was broken. The procedure was completed with no reported injury.